Event description:
It was reported that the patients incision site was open due to a non-device related fall. The patient underwent a revision procedure wherein the incision site was wash out and the ipg was removed. The patient was doing well postoperatively. The explanted device will not be returned.